Manufacturer narrative:
The device was returned to zoll medical corporation. During evaluation of the device to determine root cause, the technician observed extensive damage. A system interconnect flex cable was not properly seated, front gasket is missing, a filter was loose, and a gasket was removed. The observed damage is typically a result of the device being tampered with. Root cause could not be firmly established due to the observed damage. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would intermittently not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.